Event description:
It was reported to philips that the paddles are scorched. The device was reported to be in use on a patient.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the paddle plates which were replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.